Manufacturer narrative:
This report is for an unknown locking/set screws: uss spine system/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: matthias knobe et al. (2017), microcirculation in open vs. Minimally invasive dorsal stabilization of thoracolumbar fractures, public library of science, (2017) pages 1-10 (germany). A prospective cohort study aims to compare blood flow, haemoglobin (hb) concentration, and oxygen saturation (so2) in the area surrounding the site of the surgical procedure in both approaches to evaluate and compare parameters of microcirculation throughout the surgical treatment process over time. Between december 2010 to december 2011, a total of 40 patients (22 male {9 so and 13 mi}, and 18 female {11 so and 7 mi}) with a mean age of 58.8 years (range, 18-87 years), 20 patients with the standard open (so) surgical approach with mean age 57.0 years and 20 patients using the minimally invasive (mi) surgical approach with mean age of 60.6 years were included in the study. The so procedure were performed using the uss universal spine system and for mi procedure, the competitors device was applied. The last measurement was performed 20 days after the surgery. The following complication was not indicated that it is synthes device reported: 1 patient needed revision surgery to correct the positioning of two pedicle screws. This report is for a uss spine system. This is report 1 of 1 for (B)(4).